Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being difficult to remove from the heartmate ii controller could not be confirmed through this investigation as the pump was not returned for evaluation. Additionally, the submitted log files, containing events from 09jul2022 ¿aug2022, revealed the system operated as intended at the set speed. The root cause of the reported driveline being difficult to remove was unable to be determined through this investigation. The patient remains ongoing on heartmate ii lvas, serial number vad-18690, with no further related events reported at this time. The relevant sections of the device history records were reviewed for vad-18690 and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 6 of the IFU and section 4 of the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. These sections instruct the user to take care to protect external system components from water or moisture¿outside in heavy rain or snow, and always for every shower. Section 6 of the IFU and section 2 of the patient handbook further state to never submerge the driveline or other system components in water or liquid. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, patient handbook warns, ¿do not try to repair any of the heartmate ii system components. If it seems broken or in need of service, call your hospital contact no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had green drainage from the cable which connects from power to the driveline. The patient went to the emergency department, where a system controller exchange was attempted, however the red button to release the driveline was stuck. Despite attempting to manipulate the system controller and increase pressure, the site was unable to perform a system controller exchange. Log file review was requested which showed no unusual events. On 18 nov 2025, the system controller was disassembled in order to access the locking mechanism. The driveline grommet was removed to better apply alcohol to loosen up the driveline connector. The driveline was removed and reconnected to a new system controller. The pump resumed normal operation. There was no adverse patient impact due to this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.